Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. An external visual inspection was performed and failed because of usb damage and pictures were taken. A receiver boot test was performed and failed. A receiver download was attempted and failed due to receiver not turning on. A receiver download was performed and failed due to unit not turning on. The receiver case was opened, and an internal visual inspection was performed and passed. The allegation was confirmed due to damage usb port. The probable cause could not be determined. No injury or medical intervention was reported.